Manufacturer narrative:
H3 other text : remote support provided.

Event description:
This report is based on information provided by philips remote service engineer (rse) and has been investigated by the philips complaint handling team. Philips received a complaint on the efficia dfm100 defibrillator indicating that while extracting the self-test result, critical fail therapy error messages were noted. Remote support from the customer care solution was received and analysis of the logs for the month were reviewed which confirmed the error reported appeared only once and appears to be related to a bad connection of the therapy cable. The rse recommended that if the error reappears, the service should plug the therapy cable into the connector correctly. If the error then persists, the rse recommends replacing this therapy cable. Based on the information available and the testing conducted, the cause of the reported problem was related to a bad connection in the therapy cable. The reported problem was confirmed. The rse recommended that if the error reappears, the service should plug the therapy cable into the connector correctly. If the error then persists, the rse recommends replacing this therapy cable. It has been concluded that no further action is required at this time. If additional information is received the complaint file will be reopened. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.